Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are two additional complaints associated with the lot for the reported issue. One opened probe was received with a tip protector, in a tray, for the report of cut not cut during surgery. The sample was visually inspected and was found to be non-conforming with the probe needle bent at the stiffener. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for aspiration and cut and was non-conforming for actuation. The probe sample was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was bent. No wear marks were observed at the bend area of the inner cutter. Gouge marks were observed down the entire length of the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (bent needle and shell) was removed the probe was able to actuate. The returned sample was found to be functionally conforming for cut, therefore a cut issue as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The evaluation indicated that the returned probe had an actuation issue. The most likely root cause for the actuation non-conformance is from the bent needle and bent inner cutter. A damaged inner cutter can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. After the probe was disassembled (bent needle and shell removed), the probe was able to actuate. The exact root cause of the bent needle and inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. No action was taken as the returned probe was functionally conforming for cut and the exact root cause of the observed bent needle and bent inner cutter could not be determined. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the probe did no cut during a procedure. The condition of aspiration and actuation is unknown. The product was replaced and procedure completed with no patient harm.